Event description:
A report was received from (B)(6), stating that the device had heat. It is known that this event did not occur during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of heat could not be confirmed. Reliability engineering determined that the device failed the cutter lock assessment test and therefore, could not assessed for heat. The attachment exhibited damage that was consistent with the user operating the attachment without being secured, which could have produced the reported heat. If additional information is received, a supplemental report will be sent. Ref: (B)(4).